Event description:
Boston scientific received information that there was farfield oversensing on the atrial channel causing inappropriate atr and pmt episodes. Decreased atrial intrinsic amplitude was also noted. The clinician noted that the decrease in atrial amplitude started 7 to 10 days post implant. The patient was brought in for testing where the right atrial sensitivity was reprogrammed. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.